Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad, and a button error alarm. The caller did not know the blood glucose reading. The insulin pump was exposed to moisture when the customer swam in the ocean while wearing the insulin pump. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.